Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage at the site resulting in high blood glucose. Patient stated that they were unable to give a correction bolus from the pump and they did not have backup therapy at the time. Patient further added that they limited the amount of carbohydrates that they consumed for the day. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number and expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6006069 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing: the lot 6006069 was manufactured according to the wi version 96 and packaging in the multivac 10, on 18/mar/2024, with a total of (B)(4) units. Welding: the lot 4c01728 was manufactured according to the wi version 33 welding in the machine ls11, ls24, & ls25, on 19/mar/2024, with a total of (B)(4) units. The lot 4c01727 was manufactured according to the wi version 33 welding in the machine ls11, ls24, & ls25, on 18/mar/2024, with a total of (B)(4) units. The lot 4c03380 was manufactured according to the wi version 33 welding in the machine ls11, ls06, & ls07, on 16/mar/2024, with a total of (B)(4) units. Gluing of connector the lot 4c01628 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 18/mar/2024, with a total of (B)(4) units. The lot 4c01629 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 20/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6006069 and another 1 complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm no reportable, no non-conformance (nc) raised during production, another 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.